Event description:
The following additional information was provided by the customer: it was reported that when the scope is not functioning properly, it is more difficult to navigate a tortuous colon. As a result of the event, an exploratory laparotomy was performed to repair the bowel perforation. Although the patient was reportedly healthy, a history of an umbilical hernia repair may have led to some fixation of the bowel. On (B)(6)2023, the patient was assessed, and the steri-strips were off, and the surgical incision site was reportedly healing well. The staples were also removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the reported event could not be confirmed as the device was not returned to olympus for evaluation. Therefore, the root cause of the event could not be determined. This supplemental report includes additional information added to the following fields: a2, a3, a4, a5, b2, b5, b7, and h6. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, that after using an evis exera ii colonvideoscope the patient had a bowel perforation at approximately 25-30cm during colonoscopy screening. The event occurred during the diagnostic procedure and was completed with the same device. Additional information regarding the event has been requested but has not been received.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report has been submitted by the importer under this MDR report number 2429304-2023-00384.